Event description:
It was reported that there was an impedance issue. There where high impedances of greater than 10,000 ohms and low impedances of less than 50 ohms. The electrodes with the issue were 2, 8, 9, 10, and 11. Actions were not taken but were planned. There was going to be a revision but was not yet scheduled. Diagnostic testing involved impedance testing. If there was a product issue, the issue was not resolved and the cause of the issue was not determined. Patient status at the time of the report was alive, no injury. The patient symptom or complication associated with the event was less than 50% therapy relief at an unknown location. The patient met with a manufacturer representative (rep) due to programmer issue that was resolved. The patient wanted the device reprogrammed so they could get stronger stimulation in the left leg. The rep turned up the amplitude on the left side lead and the patient did not report feeling paresthesia. Then the impedance test was run with the results as reported. The patient did not report a date or incident. The patient felt it was related to the lack of paresthesia on the left side. The revision had not been scheduled yet. It was unknown the cause of the event. No programming was done. There was no patient injury, stimulation on one side only. Information regarding the revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: 2009-12-16, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: 2009-12-16, product type: extension. Product ID: 3888-33, lot# v258306, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# v182141, implanted: (B)(6) 2009, product type: lead. (B)(4).